Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds and high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. Due to patient decision, it was decided to not perform any changes. This lead remains in service. No further adverse patient effects were reported.